Event description:
A home pt contacted baxter's technical services center with a reload set alarm 157. A follow-up call was placed to the home pt in december 2005, and the home pt's spouse stated the home pt was hospitalized with peritonitis. Hp's nurse was contacted and she stated that the home pt was hospitalized for five days with peritonitis. Hp's symptoms were abdominal pains. Hp was given 2 grams vancomycin via ip once every five days for a total of 15 days (3 treatments). There were no concomitant medicinal products. It was unk if there was a break in aseptic technique, although the nurse suspected root cause was touch contamination by the caregiver. The pt did recover from this peritonitis episode.